Manufacturer narrative:
H11: corrected data: corrected h6 component codes by replacing code-527 with code-4755.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Multiple requests for additional details regarding this event have been performed. At this time, there is currently insufficient information to determine the root cause of this event. The subject device was not returned evaluation; therefore, the complaint cannot be confirmed. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that 27mm 6900p mitral valve was explanted after an unknown implant duration due to unknown reason. The explanted valve was replaced with a st. Jude epic mitral valve. No other details have been provided